Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 200 units of insulin. There was no impact to the customer's blood glucose as the customer is on a saline trial. The customer was able to successfully complete the load process.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 100 units of insulin.